Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer¿s family reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2018 with blood glucose of 299 mg/dl. The customer was treated with insulin drip. Customer other relevant blood glucose level was 312 mg/dl and 240 mg/dl. Customer also stated that insulin pump had pump error and pump error was reoccurring. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08710 inches. Pump monitored for several days and no unexpected pump error 24 or pump error 40 alarm noted. Insulin pump received with normal operating currents. No unexpected power loss alarm noted.